Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. The device was returned in a blister tray inside the product carton. The lock-out assembly has been removed. Insufficient amount of ophthalmic viscosurgical device (ovd) observed in the device - no ovd observed past the lens. The plunger has been advanced at mid nozzle and is advanced under the intraocular lens (iol). The iol is advanced into the nozzle entry and is damaged. The root cause for the reported complaint is most likely related to failure to follow the instructions for use (IFU). Inadequate viscoelastic was observed in the device. The IFU instructs: fill the device until ovd can be observed flowing to the nozzle tip. This will require approximately 0.28 milliliters (ml) of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become "stuck" in the device. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product (cna0t3-t9) that is sold in the united states under (PMA/510(k) # (p190018). The manufacturer internal reference number is:(B)(4).

Event description:
A health care professional reported during intraocular lens (iol) implant procedure, the lens stuck in injector and could not be implanted. The procedure was completed on same day. Additional information has been requested and received stating the procedure was completed using a backup replacement lens.